Event description:
Cor knot loads grinding and did not load properly. Appeared that the blade was not fully disengaging. One jammed and misfired. No harm to patient. Opened a new one. Incident has been reported to lsi & returned. Rga#, tracking#. Manufacturer response for cor knot device, (brand not provided) (per site reporter). Issued rga#